Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed by moving the patient to different system. The field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found that a geo problem. To resolve the issue fse reloaded the suit pc, uploaded the backup. After some repair, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.